Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a cybersecurity-hacking allegation. The customer reported no adverse events. The event involved product(s) mmt-1885. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1885. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. [Per freger, mark ¿ r&d engineer: as per highlighted below information, pump did deliver food bolus, but the amount of this bolus was entered and bolus started by keypresses. ¿approximate time and date of when the event began: 23:53 UK time, (B)(6) 2024¿. And here are the keypresses (I am assuming the user activities) from the diagnostic traces. (Please see attached email for the complete analysis.) Cybersecurity - hacking allegation was not confirmed.] The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn (B)(6) and event date 19-aug-2024. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 19-aug-2024 in the pump history file. (B)(6) 2024 20:19:00.000 alarmalertnotification (40). Faultnumber: lowbatteryalert (104). (B)(6) 2024 20:41:55.000 batteryremoved (55). (B)(6) 2024 20:41:55.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2024 20:41:56.000 batteryinserted (44). (B)(6) 2024 20:41:56.000 alarmalertnotification (40). Faultnumber: failedbatttest (58). (B)(6) 2024 20:41:57.000 batteryremoved (55). (B)(6) 2024 20:41:57.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2024 20:42:17.000 batteryinserted (44). (B)(6) 2024 14:29:52.000 alarmalertnotification (40). Faultnumber: sensorerroralert (801). Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 8:24:54 pm. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert, and failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. Lowbatteryalert (104) - unknown. Failedbatttest (58) - unknown. Sensorerroralert (801) - not confirmed. Please see below pertaining to svn (B)(6) and event date 08-jun-2024. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 08-jun-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 08-jun-2024 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged high bgs. Cybersecurity - hacking allegation not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.